Event description:
Dr reported customer being hospitalized for low blood glucose levels. Troubleshooting was performed and pump appeared to be functioning properly. Customer requesting to be retrained on pump.